Event description:
It was reported that the patient's right knee was revised due to infection. A 3x22 ts insert was exchanged for another. Rep confirmed that no further information will be released by the hospital or surgeon.